Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited loss of capture. The patient reported that they had not been eating that day and had low blood pressure. It was suspected that the loss of capture was likely due to an electrolyte imbalance. On (B)(6) 2017 the patient presented in-clinic, and it was noted that the capture threshold returned to normal. The device was reprogrammed. The patient was stable and will be followed normally.